Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited backup vvi mode. A user download could not be performed due to high battery impedance. The device was explanted and replaced. The device was discarded at the hospital.